Event description:
The procedure was urgen with an indication of acute myocardial infarction. Two target sites were treated without incident. The proximal to mid to distal segments of the circumflex was treated and distal to mid segments of the right coronary artery. However, approx nine days later, the pt was noted to be in the intensive care unit and increase st segment elevation as observed. Additionally, the pt went into atrioventricular block (which is indicated as "other" under f10 patient code) and state of shock. The pt then went into cardiac arrest and cardiopulmonary resuscitation was initiated; however, the pt could not be resuscitated. The cascade of events did not allow time for a repeat coronary angiogram, but the physician belives that pt developed subacute thrombosis.